Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the IV set separated above the upper fitment and leaked while the post op patient was being moved into the bed. The edge of the tubing appeared to be split. There was no patient harm.

Manufacturer narrative:
Correction on initial report: rec'd by MFR (12/24/2017)